Event description:
It was reported that during a pci procedure, a balloon rupture occurred. The 99% stenosed lesion was located in a calcified unspecified vessel. The maverick2 monorail was being used for a kissing balloon technique (kbt) following deployment of a 2.5mm taxus drug eluting stent. Strong resistance was encountered during delivery. The maverick 2 monorail balloon failed to inflate and a hole in the balloon and a shaft kink were noted upon device removal. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as "good".

Manufacturer narrative:
.